Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a healthcare professional. Patient had left knee aspiration and biopsy showing clear fluid. Surgeon notes knee pain could be due to patients back issues. Further records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to report item number, lot number, and associated information. Concomitant medical products : vang mono finned stm tib 67x8 item# 166491 lot# 1366264, unknown vanguard bearing.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2019-04545, 0001825034-2019-04547. Concomitant medical products: unknown vanguard tibial tray, unknown vanguard bearing. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient from vanguard knee study underwent bone scan, inflammatory markers, aspiration and biopsy of knee. This is old and it is unclear if this was previously reported. Site confirmed that the biopsy itself took place and she was discharged on the same day. The biopsy resolved her symptoms in a clinic note. There is no additional information at this time.